Event description:
The customer reported that the p-cap from the reservoir was unlocked and insulin was leaking at the p-cap and reservoir connection. The customer also stated that his blood glucose was rising. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.